Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the inner lumen of the connector did not spring back when the infusion set was withdrawn¿. The product in use at the time is reported to be a mz1000 china from lot 23085023. Further correspondence from the customer confirmed that no leakage was observed and there were no damages on the affected product the details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085023 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim: at the end of the intravenous infusion given by the nurse to the patient, the inner lumen of the connector did not spring back when the infusion set was withdrawn without adverse effects.